Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving an infusion of IV treanda and the user noticed the line was leaking at the connection between the IV and the texium. No patient injury occurred. The patient's leg was cleansed due to a question of leaking through his pants. The pants were washed separately and the patient was given garments to wear home as a precaution. No skin irritation present.

Manufacturer narrative:
Correction: delete pri tubing from initial report. The customer¿s report of leaking at the connection between the IV and the texium was confirmed. No anomalies were observed during initial visual inspection. Functional and pressure testing was performed; fluid was observed leaking at the engagement between the distal male luer and the texium. The root cause of the leaking was insufficient bonding agent having been applied at the male luer and texium engagement.